Event description:
The customer reported the device was displaying error code 200.5040 and could possibly be recall affected. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 06/21/2013 to 11/11/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was displaying error code 200.5040 and could possibly be recall affected. It was reported there was no patient involvement.